Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. Reportedly, at an unknown time post-op, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries." No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: symptomatic degeneration of l4-l5 disk with spinal stenosis. The patient underwent the following procedure: anterior and posterior l4-l5 spine fusion using the left tlif technique. Right posterolateral fusion, l4-l5. Tangent implants x2. Local bone graft and bone morphogenic protein (bmp). Internal fixation with pedicle screws and rods, l4-ls. Intraoperative digital image guidance. As per op-notes, ¿pedicle screws were placed at l4 and l5 bilaterally using m10 fixed screws 7.5 mm in diameter. Decortication along the posterior aspect of l4 and l5 was completed, and the local bone graft which had been placed with the bone meal was mixed with remaining bmp and packed into the facet joint along the decorticated lamina.¿ the patient tolerated the procedure well without any intraoperative complications.